Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer satisfied with the product performance. Most likely underlying root cause: mlc-21 - improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. At the time of the call, the customer reported feeling physically ill stating she felt sleepy and tired. Medical attention was not needed at the time of the call. The e-0 error occurred with multiple test strips. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date was not disclosed. During the call on (B)(6) 2019, blood tests were performed by the customer non-fasting and produced test results of e-0, 307 and 300 mg/dl back to back. Customer stated she was not concerned with the 307 and 300 mg/dl non-fasting results.